Event description:
Approximately one and one-half hours into a coronary bypass procedure, the cardioplegia tubing split in the pumphead. Blood sprayed over the pump. The cardioplegia circuit was replaced. Blood loss was minimal and no intervention was required to compensate for the blood loss. There was no operator exposure to the blood spray.